Event description:
It was reported that a hole in the hose near the connector of a handpiece device was discovered. The reporter was unaware of how the event was discovered. It was unknown to the reporter if any planned surgical procedure was completed without delay. It was unknown to the reporter if there was any patient harm, adverse outcome or injury. The reporter stated that the device was left in the repair box with no additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and confirmed the reported condition. The reported condition was duplicated during evaluation. Evidence indicates the event was due to improper handling. (B)(4).